Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. Visual inspection confirmed the header was loose from the device. Additionally, medical adhesive was adequate and still attached to the header and there was no evidence of induced mechanical failure. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device malfunction is mechanical in nature and electrically, the device was within normal specifications. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that during the procedure to replace this pacemaker, the header was found to be loose. A competitve device was implanted without further incident.